Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Drive support cap was sticking out and flushed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm motor error alarm and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to end cap broken off. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted.